Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the sensor was impossible to connect, and that the electrode was missing after removing the sensor. The customer's blood glucose reading was unknown. The sensor was replaced. No further details were provided.